Event description:
Customer reported via phone call that they have been experiencing high blood glucose. Customer contacted the doctor and treated with bolus. Customer reported that they set the insulin pump up to alarm if the bolus is missed and delivered a bolus but the insulin pump is still alarming to take the bolus. The bolus reminder continues to alarm, it was set up from 12 to 2 and customer stated the bolus was taken then. The customer set the reminder to off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.